Event description:
Finn knee w/segmental femoral component implanted 1997, following diagnosis of osteosarcoma. Pt reportedly felt a "pop" and returned to physician's office where radiographs indicated segmental stem component had fractured. Revision performed 2001.